Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the down arrow keypad button required multiple hard presses to elicit are response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/20/2013 device evaluation:the pump has been returned and evaluated by product analysis on 05/22/2013 with the following findings: the keypad rubber was intact. The contrast button was unresponsive. Evaluation revealed that the there was contamination under the contrast and down buttons. The pump powered on with a dim display. The display screen was found to be scratched.